Manufacturer narrative:
The provided calibration data showed successful calibrations. The alarm trace from the prior day showed 4 abnormal aspiration alarms, which can indicate poor sample quality. The customer visually checked the sample and suspected a sample clot that went through the system during the event. The customer performed ise checks, precision studies, and qc, with successful results. The field service engineer verified that the instrument was performing within specifications. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 2 patients¿ samples tested on a cobas 8000 cobas ise module. Results for the sodium (na) tests were affected. Sample 1: initial result: 123 mmol/l. Repeat result: 131 mmol/l (tested on a different cobas 8000 cobas ise module). Sample 2: initial result: 119 mmol/l. Repeat result: 126 mmol/l (tested on a different cobas 8000 cobas ise module). The customer noticed that the initial results were trending low and repeated the samples. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The qc was acceptable prior to the samples' measurements. The investigation is ongoing.